Event description:
Boston scientific received information that during a normal patient follow up, the patient with this right ventricular (rv) lead reported that he had felt shocks. Interrogation of the device revealed that there were numerous episodes recorded due to noise oversensing. A review of the daily measurements found some out of range pacing impedance measurements. In addition, intermittent loss of capture that resulted in four seconds of asystole was noted when the physician was monitoring the patient's rhythm with a holter monitor. When testing was performed on the rv lead, no out of range measurements were noted but there was confirmed loss of capture. No additional adverse patient effects were reported. The patient was hospitalized and a revision was performed. When the rv lead was disconnected from the device, measurements were taken on the pacing system analyzer (psa). Once again, the threshold and impedance measurements were within normal range but there was no ventricular capture. The physician suspected that this lead had an intermittent fracture and the rv lead was capped and successfully replaced. In addition, the associated device was also replaced as the fracture could not be confirmed through x-ray and fluoroscopy.

Manufacturer narrative:
The device and lead were discarded and are not expected to be returned to boston scientific for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.